Event description:
The customer reported co2 embolism to the pt during saphenous vein harvesting procedure. It was reported that the co2 gas reached the heart through the veins. No pt complications or neurological damage to the pt was reported. The device was discarded by the customer and is not coming back. No product performance claims were reported.